Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed several loss of prime alarms associated with zero force.

Manufacturer narrative:
There was no adverse event associated with this complaint. Eval revealed a misaligned display screen. Review of the pump history revealed several loss of prime alarms associated with zero force. Loss of prime defects could not be duplicated during eval.